Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal cruciate retaining standard porous femoral component catalog #: 42502806602 lot #: ni, persona cruciate retaining articular surface right 10mm catalog #: 42522000510 lot #: 65376620 g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03804. 0001822565-2023-03807. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address aseptic loosening post-operatively. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of proficient information; no product, pictures, or medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b3, b4, b5, d6, g3, g6, h2, and h10.

Event description:
It was reported that patient underwent a right knee revision approximately eight months post-implantation due to aseptic loosening of the tibial tray. No additional patient consequences were reported.